Event description:
Pt with history of breast cancer had bilateral mastectomies and reconstructive breast surgery with bilateral breast implants. Post-op, pt had non-healing "wounds" on breast, requiring additional treatment to "remove skin". Three weeks following breast implant surgery, pt developed lesions on scalp. Biopsy of lesion revealed lupus erythematosus, "skin type". Pt continues to suffer from scalp lesions, and hand pain and swelling. Breast implants remain implanted: pt believes development of lupus was related to breast implants.